Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic wedge resection, there were issues with the loading and firing of the clips. They were able to fire the device however when they ligated the vessel, the clips were malformed. They used a new clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo depicts a tear drop shape clip. The instrument was received partially applied with fourteen remaining clips. A tear drop shaped clip was received taped to the blister packaging. Visual inspection of the instrument noted no abnormalities. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the returned photo depicts a tear drop shape clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.